Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 16-6/5.8/75cm xxl¿ esophageal balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned device. A visual examination identified that the balloon material had torn circumferentially approximately 22mm distal to the distal edge of the distal markerband. The distal section of balloon material was bunched over the tip of the device. A visual and microscopic examination was performed on the balloon material returned and no issues were noted with the balloon material that could have contributed to the complaint incident. A visual and tactile examination of the returned device identified multiple kinks along length of the device. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination was performed on the markerbands and tip of the device. No damage or any issues were noted with the balloon material that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states ''the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vessel. A 16-6/5.8/75cm xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation at nominal pressure, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.